Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
Customer states that the device had a x and error message during a procedure. There is no reported patient involvement.